Manufacturer narrative:
The phaco handpiece was received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 03/11/2009.

Event description:
The facility surgical technologist reported a thermal injury occurred in 2009. No system message displayed during the case and no occlusion bell sounded. The surgeon used a 2.4 mm incision made by a 2.5 mm keratome and he used a 45 degree 0.9 mm kelman tip with a pink sleeve. The surgeon uses a two-handed technique. The surgeon used one or two sutures to close the incision and the condition of the pt upon leaving the operating room was good.